Event description:
The gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, a foreign material was detected within the air/water- cylinder. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, there was no customer¿s allegation associated with the complaint. During device inspection, it was identified a whitish foreign material was found inside the air/water cylinder (a/w-cylinder). Additional findings are as follows: (a.) Due to damage on the switch 1 button, water tightness was lost, (b.) The switch box had a scratch, (c.) Suction cylinder had no color, (d.) Adhesives around the objective lens had a white clouded area, (e.) Adhesives around the light guide lens had a white clouded area, (f.) Adhesive on the bending section cover had a scratch, (g.) The connecting tube was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU)sections which state: ·reprocessing manual_ leakage testing of the endoscope_ perform the leakage test ¿if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair¿. Olympus will continue to monitor field performance for this device.